Event description:
Information received by medtronic indicated that the customer received a pump error 130-''this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement". Troubleshooting was performed and the alarm was cleared successfully and the rewind completed. Displacement test failed on pump. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the insulin pump or not. Insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Multiple pump error 38 alarms occurred during rewind. Pump passed active current test, sleep current test, and self test, unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test displacement test and displacement accuracy test. Pump failed rewind due to pump error 38 alarm. Pump was successfully downloaded history files and traces using thump. Pump error 38 was confirmed during testing due to a jammed gearbox and a corroded home switch. Pump error 130 was found in the history files on (B)(6) 2023 at 21:20:19.00 and 21:21:07.00, pump was cut open to perform visual inspection and found a jammed gearbox, a corroded home switch and moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, overlay scratched, scratched case, label damage (faded, stained). Pump did not pass rewind test and was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and displacement accuracy test due to pump error 38 alarm. Pump error 38 was confirmed during testing due to a corroded home switch and jammed gearbox. Pump error 130 was not confirmed during testing. Pump exposed to moisture confirmed on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.